Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained from a non-vitros control fluid using vitros amon micro slides on a vitros 5600 integrated system. The definitive assignable cause could not be determined. A reagent issue or a cartridge handling issue could not be ruled out as the issue was isolated to two amon cartridges. In addition, an instrument issue could not be ruled out as a contributing factor based on within run precision testing performance outside of the guideline.

Event description:
The customer observed higher than expected vitros amon quality control results from a non-vitros control fluid using vitros amon micro slides on a vitros 5600 integrated system. Amon results: 295.0, 296.0, 290.2, and 295.0 umol/l vs. Expected 233.0 umol/l biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient samples were processed during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).